Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient hasn't charged his ins for 8 months, he said "it just quit working" meaning the actual ins. The patient has relocated from (B)(6). The rep tried to interrogate the ins but was unable to. The rep recommended the patient to do a trickle charge, however the patient did not bring his recharger. The patient said he wasn't interested in using the system anymore. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient said he had not recharged the ins for about 8 months so the ins was discharged or overdischarged. The patient did not want to do anything further, even though the rep recommended he meet her with his recharger to try and trickle charge it. The md is aware and confirmed this information. No further complications were reported.